Event description:
This device was removed due to vegetation. The associated rv lead was capped. There is no indication that the system was replaced. The hospital retained the devices. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.